Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter defibrillator could not be interrogated. The device was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: b5 and h6 should include premature battery depletion.

Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter defibrillator could not be interrogated due to premature battery depletion. The device was removed and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.